Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the carriage part fell off of the instrument arm drape. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape accessory was analyzed and found to have a dislodged sterile adapter. A visual inspection was performed, and the retention plate was found to be dislodged from the retainer of the sterile adapter when it was received. The dislodged retention plate's input disks are all complete. The accessory's dislodged plate was returned. The accessory was installed on the in-house system but failed engagement at camera arm due to the dislodged adapter. The retention plate was installed back in-house to the retainer and tested, and it passed engagement. The retention plate didn't fall off. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.